Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the drive shaft of the device was broken off the pinion cage. It was further determined that the device failed pretest for function test ¿ seized up when drilling. Therefore, the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4).

Event description:
It was reported that the attachment device seized up while drilling. During in-house engineering evaluation, it was observed that the drive shaft of the device was broken off the pinion cage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.